Event description:
The complaint was reported as: the customer alleges that the circuit failed the sst test (pre-test) on the ventilator. No report of patient injury.

Manufacturer narrative:
The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report. The device history record (DHR) for the reported lot number was reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The DHR shows that the product was assembled and inspected according to our specifications. No non-conformance reports were originated for the reported lot number that can be associated to the complaint reported.